Event description:
The pt experienced of shocking sensation in her spine every other day since implant. The pt stated that she wanted to have the device explanted because she was experiencing shocks when she was around magnets at banks and in buildings around her area. The pt was at home. The pt was encourage to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.